Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the set screw would not torque when the physician inserted the right atrial (ra) lead electrode into the implantable pulse generator (ipg). When the set screw was extracted, the physician noted that a piece of the ipg became detached. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.